Event description:
The event is reported as: the staples did not close the incision. No injuries reported.

Manufacturer narrative:
Product has been received by MFR for eval but investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.